Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that an intermittent cartridge alarm occurred during insulin delivery with multiple cartridges. There was no reported adverse impact to the customer¿s blood glucose level. The customer reported that no backup is currently available but will contact healthcare provider for assistance.